Event description:
It was reported that there was a ¿black spot¿ inside a homechoice automated set with cassette. This was observed prior use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye identified one black embedded particulate matter inside the welded cassette. The size of the particle was within specification for the product. Under water pressure test was performed with no issues noted. Functional tests (self-test and priming) were also performed with no issues noted. The reported condition of black spot was verified; however, the pm was embedded and the device met product specifications. Only pm that is mobile and within the solution or solution path will have the potential to induce pm related harm. After consideration of potential harms and worst-case scenarios, this issue may result in insufficient therapy if the embedded pm is large enough that it reduces the flow of the peritoneal dialysis (pd) solution. As pd therapy is often prescribed as a chronic therapy, it is unlikely that an isolated transient loss of therapy would result in a clinically detectable or significant harm were it to recur. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.